Event description:
The customer indicated that the waste tubing at right side of the cell-dyn sapphire analyzer popped off and waste sprayed into the face of an operator. The cell-dyn sapphire analyzer instrument cover, at the right side of the instrument, was not installed at the time of the event. The operator, a male, was sprayed in the face while, wearing glasses, and was not certain whether he had been sprayed into the eyes. He flushed his eyes with the eye-shower, washed himself and changed his clothes. He proceeded to go to the emergency room where he had a blood sample drawn to test for (B)(6), as indicated per his laboratory. No additional information was provided regarding this operator.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and supporting documentation relating to risk of exposure was assessed. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. The risk analysis document indicates: controls in place to reduce exposure risk are personal protective equipment, handling instructions, hazard classifications, material safety data sheets, and instructions in manual for handling and maintenance of the instrument. A field service representative inspected the instrument, rerouted the waste tubing, and installed the cover back on the right side of the instrument. Based on the investigation and event details, no product deficiency was identified with the cell-dyn sapphire instrument.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Device evaluation is in process.